Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The manufacturer's technical services (ts) confirmed the reported issue. Advised customer to perform performance verification test flow testing to verify bad o2 flow sensor and provided part number. The customer replaced the missing screws on the o2 valve. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
The customer reported that the device displayed an error code oxygen flow out of range (e/c 3104). The device was not in use at the time of the reported event; therefore, there was no patient involvement.